Event description:
This case occurred outside of the USA, in spain. The spanish subsidiary notified us of an adverse event on 15 march, 2023. A patient was injected on (B)(6) 2022, with teosyal rha 4 into the nasolabial folds (0.3 ml for each side) and into the cheekbones (0.3 ml for each side), in total 1.2 ml of product. The patient suffers from psoriasis, vitiligo, and rheumatoid arthritis. She is taking medication for arthritis. Due to a car accident in the past, the patient had splenectomy, left nephrectomy and hemicolectomy. The patient had different facial procedures : on (B)(6) 2020: ellanse in the face, on (B)(6), 2021: agnes in the lower third of the face, unknown date: botulinum toxin in the upper third of the face, on (B)(6) 2021: algences in the malar area. Two months after the injection, on (B)(6) 2023, the patient presented abscess on the left malar area. The injector made 3 punctures to drain the abscess which was associated with hardening and pain on the same area. On the same day, the patient was in the emergency room, where they prescribed her antibiotics and anti-inflammatory drug described below. The injector provided the following medical treatments: on (B)(6) 2023: antibiotic (amoxicillin-clavulanic acid), every 8h and non-steroidal anti-inflammatory drug (enantyum), every 6h, prescribed in the emergency room. On (B)(6) 2023: antibiotic, doxycycline (proderma 100mg) every 12h for 10 days. On (B)(6) 2023: antibacterial ointment (bactroban) and cephalosporin (zinnat) every 12h for 10 days, prescribed in the emergency room. Anti-inflammatory drug, streptodornase + streptokinase (varidasa). The situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Abscesses are well known and described adverse reactions following dermal filler injections. They are rare but can occur any time from weeks to months following treatment. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.